Event description:
It was reported that the patient is experiencing lack of strength and unable to get up after sitting.

Manufacturer narrative:
It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehab protocol and relevant medical history are unk. A definitive root cause cannot be determined with the information provided. No device or photos were received; therefore the condition of the component is unk. The lot number and product number are unk; therefore the device history records, complaint history could not be reviewed. The reported warsaw design controlled device is used for treatment